Event description:
The customer reported that their device was showing all three icons (attention, service and charge-pak), which is an indication of the device not having sufficient power to provide defibrillation therapy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that they will be retiring the device due to the age and costs associated with repair. The device has not been returned to physio for evaluation. The cause of the reported failure could not be determined.